Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that during settings adjustments, low impedance was observed. X-rays were taken of the generator and the lead, but per the physician, they were not clear enough for clinical evaluation. Despite being advised to disable the device as low impedance was seen, the physician chose to keep the device enabled and changed the parameters. Ap and lateral neck x-rays were received and reviewed. These images were received after a report of low impedance. The generator was not included in any of the x-ray scans. The lead was able to be partially visualized, the lower section near the generator was not included in any of the scans. The strain relief loop and bend are present and appear to be placed according to labelling. No tie-downs are able to be visualized. Due to the scope of the images the position in relation to the generator, the integrity at connector pins could not be assessed. While no sharp angles or lead discontinuities exist in the visualized portion, microfractures or damages could exist in the portion of the lead of the lead that is not able to be visualized. Based on the x-ray images provided, the cause of the low impedance cannot be determined. No surgical intervention has occurred to date. No additional relevant information has been received to date.

Event description:
It was further reported that low impedance observed was also observed on july 5th, 2025. The patient no longer perceived stimulation, however, showed considerable clinical improvement, so the physician decided not to turn off the device. No error codes seen and no further parameters available.